Event description:
It was reported by the rn "two plus years ago the patient (pt.) Refused open heart surgery (ohs) & has been medically managed ever since." The pt was admitted with chest pain. While in the cath lab the pt coded; an intra-aortic balloon (iab) was inserted. The iab catheter dissected the left iliac artery. A left iliac stent was placed. A second iab was inserted via the right femoral artery. There were no issues with the iab insertion into the right femoral artery. Pt is now intubated & sedated. According to the rn the physician's did not place any coronary stents due to instability of the pt's condition & are planning to reevaluate for the possibility of a second catheter procedure in the am. Pt's pressures were 57/94/46/65 assisted & 70/49/62/ unassisted. Increased levophed gtt to attempt to maintain pressures. Assist ratio of 1:2. It was noted the intra-aortic balloon pump used was the iap-0500 serial number (B) (4).

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.